Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medical prescription verify request had rejected. A technical support specialist advised the user to wait for the rejection timer to expire before submitting another request. Alternatively, informed that the pharmacy could edit the request to shorten the timer or approve the request immediately for the user to obtain the medication. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower rxverify request was rejected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.